Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of dry mouth, shortness of breath and headache. There was no report of serious injury or harm. There is no medical intervention was specified. The manufacturer investigation is ongoing. A followup report will be submitted when the manufacturer investigation is complete.

Manufacturer narrative:
The manufacturer previously received information related to a ds2adv auto CPAP device. The manufacturer received information from the patient alleging dry mouth, shortness of breath and headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.